Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10158. The pt received 2 trial scs leads on (B)(6) 2011. It was reported the pt was experiencing headaches and vomiting following the lead removal on (B)(6) 2011. The physician prescribed fioricet and advised the pt to return if symptoms did not resolve. On (B)(6) 2011, the physician performed a blood patch which resolved the symptoms.